Manufacturer narrative:
Event date unknown. Initial reporter phone: (B)(6). One device was returned for evaluation. Visual inspection revealed the device slightly worn and rear housing damage. Event history log confirmed ¿lec 1310¿ alarm messages occurred. Functional testing was able to replicate and confirm the reported issue. The root cause was determined to be a user related issue. The error code was deleted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code ¿lec 1310¿. It is unknown if there was patient involvement, no adverse patient effects were reported.